Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this implantable lead had become dislodged due to inadequate initial lead placement. The lead was explanted during a lead revision procedure. A new lead was implanted without further incident. There were no additional adverse pt effects reported. A request for the return of the lead has been made. As of today, the lead has not been returned. No further info is available and our investigation is complete. Should additional info become available, this report will be updated.